Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician was unable to interrogate the pacemaker, and the device did not produce asynchronous pacing with the placement of a magnet. No information could be obtained after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.